Event description:
Boston scientific received information that this device went to end of life (eol) due to charge time, which apparently occurred during a magnetic resonance imaging (MRI). There was a charge timeout fault (fc 01) and episodes of noise noted, consistent with what is typically seen with MRI. The battery status is latched in eol now because more than 90 days had elapsed since the long charge time. This was all confirmed as expected function per design by disk analysis of save all and memory dump. The device will not be explanted due to the patient being in hospice. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.